Manufacturer narrative:
The products were later explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The complete lead was returned. Visual observations noted setscrew marks on all the terminals, one on each. The suture was located over the proximal end of the proximal spring electrode when returned. The clear medical adhesive was torn and separated from the gore at the proximal end of the proximal spring electrode. The proximal spring was also stretched at this point. The helix was retracted, blood/body fluid was noted in the helix housing and tissue was entwined in the helix. Due to this the lead did not pass the helix testing. However, the lead passed electrical testing. Lab analysis could not confirm the allegations.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), defibrillation and transvenous leads had experienced 24 inappropriate shocks and 76 inappropriate anti-tachycardia pacing events. Noise was also present on both leads. An x-ray revealed that this patient had twiddled the device as the device had been inverted. In addition the leads were dislodged as a result of the twiddling. The patient had discharged themselves from the psychiatric ward against medical advice. The patient scheduled themselves for a device explant and complained that the device was nothing but trouble. No further patient effects were reported.